Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) was fully inserted in the right eye (od). There was a broken haptic. The lens was removed and replaced. The process was completed successfully with another za9003 lens. No further information available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes returned to manufacturer on 2/26/2021 section h3: device returned to manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half (only one half of the lens was received), which is consistent with a lens that was handled during removal and replacement. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed that two additional complaints were received from this production order. However, the reported issues are not related to the reported complaint. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.